Manufacturer narrative:
The insulin pump was received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, pump was received with normal operating currents and passed unexpected error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. Pump had minor scratched lcd window, cracked battery tube threads and missing o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 327 mg/dl at the time of the incident. The customer stated that she changed her infusion set and noticed that the reservoir opening had a chip and the o-ring was loose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.